Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus single-use electrosurgical knife broke during use. There were no reports of patient harm as a result of this event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the condition of the subject device, a likely cause of the reported event might be the following: 1) due to the factor described below, a spark discharge occurred between the tissue and the cutting knife during output activation. ·the output setting for activation was too high. ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. 2) a spark discharge occurred, causing the part of the cutting knife to become instantly hot. As a result, the strength of the cutting knife decreased. 3) during tissue incision, a load was applied to the cutting knife, which had reduced strength. This likely caused the cutting knife to break. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental is being submitted for corrections to the following fields: d4 (lot #), h4.

Event description:
No new additional information was provided by the customer.